Event description:
Head section is getting stuck in the full up position.

Manufacturer narrative:
The technician found the shaft on the dampener was bent. The technician replaced the head dampener to repair the bed.